Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer reported to have received a blank screen display when battery was changed. Customer also reported that display screen was cracked. Customer declined having battery cap replaced due to awaiting a new insulin pump.